Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
It was reported that there was an overdose. It was reported that the patient had a refill on (B)(6) 2014 (friday) and since the patient¿s leg that it had helped felt real weak, ¿but it could be just me too.¿ it was noted that the patient did not know if it was because they ¿had not been up and moving or not.¿ it was reported that the patient felt they had some of the warning signs of overdose and felt ¿lightheaded or dizzy.¿ it was noted that the patient had felt that way since their refill on (B)(6) 2014. The pump system was delivering baclofen. Additional information has been requested, but was not available as of the date of this report.